Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they never had the stimulator work for the patient and their equipment was just sitting in their closet. Pt stated the x-ray showed that the implant was fine, the manufacturer representative (rep) said that the implant was 'to the left a little bit' but the surgeon said, 'it was lined up'. Pt stated they have a tumor in their sacral area and the pain was coming from the right-side nerves. Pt said the stimulator was only working on the left not on the right where they need the stimulation. The rep tried quite a number of programs, but the patient couldn't feel the stimulation at all, they also tried to turn the stimulation really high, but the patient could feel 'something' and on the other side they were sensitive to it. Pt said they gave up after couple of months. Pt said they couldn't reach out to the rep anymore because they left a letter, but they didn't answer. Pt was asking if there's a future for their implant. Agent reviewed patient services role. Pt mentioned that it would be difficult to reach out to their healthcare provider (hcp) because before they had to meet with the rep at the clinic on their location so they can reach out to their hcp. Agent reviewed sending the physician listing. Agent redirected the patient to their hcp to set up an appointment with rep to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that the rep reports talking with the patient today, discussing MRI eligibility. Rep reports being familiar with this patient's care/history due to their recent contact. Rep reports they didn't believe the patient had proper expectations for therapy/relief. Rep reports the patient wanted 100% relief with their therapy, rep tried to re-educate/reframe the patient's expectations on expected relief from spinal cord stimulation (scs) therapy. Rep also reported they remembered the patient seemed to want to feel the vibrations/paresthesia/sensation of therapy more so than relief or standard sub-threshold programming. Rep reports they do recall often reprogramming sessions with this patient to optimize therapy but nothing seemed abnormal/wrong with their device or therapy. Rep re-iterates their understanding of the patient¿s stimulation issues was that they were related to the patient's expectations (patient wanted 100% relief and patient wanted to feel the paresthesia/therapy sensation). Rep reports that after their last re-programming with the patient they just didn't hear from the patient and had believed them to be doing well with new settings/therapy. Rep they have no recollection of telling the patient there was nothing else they could do, and states this is not something they would say to a patient. Rep reports they believed that the pt may have also worked with a different rep who is no longer with the company, and the current rep reports they don't know who covered the patient's trial or how the pt got the idea that scs therapy would provide 100% relief. Rep reports they've asked the patient today if they could re-program them to attempt to further optimize relief but has not heard back from the patient. Rep reports they would provide additional information related to the actions/interventions taken and resolution to this. Rep reports they would prefer further follow up via phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.